Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during intraocular lens (iol) implant procedure, the intraocular lens (iol) got stuck in the system and it was impossible to implant the lens. It was stated that the procedure was completed using another iol. Additional information received and stated that the injector came in contact with the patient and lens was not inserted into the chamber.

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was not returned for analysis. Only photo was returned. Reported complaint was observed on the returned photo. Photos provided show an activated company device. The plunger appears to be fully advanced outside of the nozzle tip. Both haptics and part of the optic appear to be outside of the nozzle tip, part of the intraocular lens (iol) appears to be stuck inside the nozzle tip. We are unable to determine the root cause for the reported complaint " iol stuck in the company". The product was not returned for analysis. "Part of the iol appears to be stuck inside the nozzle tip". Lens may become stuck in the device: if inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to become ¿stuck¿ in the device. Due to the use of a non-qualified viscoelastic. Material properties of non-qualified ophthalmic viscosurgical device (ovd)s may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If the operating room temperature is too high (greater than 23 degrees celsius or 73 degrees fahrenheit) lens folding consistency is negatively affected, the lens is more adherent, and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may cause the lens to become stuck. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).